Event description:
The customer reported via phone call that the insulin pump alarmed motor error followed by a no delivery alarm. He was unable to complete the rewind sequence. Insulin did not exit after troubleshooting. The no delivery alarm was caused by an infusion set or reservoir connection. The insulin looked cloudy. Customer's blood glucose level was over 600 mg/dl. The customer was hospitalized on (B)(6) 2015 due to a low blood glucose level of 23 mg/dl or 24 mg/dl. The customer was on his way to get something to eat but he was lost and due to his low blood glucose level he pulled into someone's yard. The next thing he remembered was that he was in the ambulance. The customer's blood glucose level started to go up after he left the hospital. The customer treated his high blood glucose level with a manual injection. He had dialysis. Customer was advised to discontinue use of the device and revert to a backup plan. The customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. No excessive no delivery error alarm or motor error alarm noted during testing. Unable to perform motor test due to pump is being held for device volume accuracy test. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.